Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #(B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The affected sample was received by manufacturer laboratory for investigation. Since the declaration of infection risk (doir) is missing it is not allowed to open the biotainer, to take out the sample for investigation. Despite several requests the doir has not been sent by the ssu. Therefore no investigation is possible. The failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Reference exemption # e2018002.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: a cardiohelp disposable was leaking from the bottom. The lot # on the hls module is 70127283. The lot # on the hls set is 70127515. In speaking with the account, it did not happen on priming. It happened a couple days after priming. The leakage occurred on the whole on the opening for holder. Additional information 2019-01-28: the customer did not feel comfortable with it leaking and got another one. (B)(4).